Manufacturer narrative:
H3: device evaluated by manufacturer: customer reported issue of sinus injury was likely caused because the stylet go through one of the perfusion holes located on the catheter side was unable to be confirmed. Reported issue of catheter tip bent was confirmed. Catheter tip was found slightly bent. As received, pressure monitoring line was cut off, clamped with metal staples and not returned. The curved stylet was inserted in the cardioplegia catheter and was able to be removed without difficulty. The stylet passed through returned catheter with no resistance and did not reach the catheter tip. Stylet was measured to be 9.62 inches which was in specification per drawing. No visible damage was observed on the stylet. Balloon inflated without difficulty. Infusion lumen was patent without any leakage or occlusion. All five infusion hole measurements were 0.036 inches which was in specification per drawing. No other visual damage, contamination, or abnormalities were found. Photos attached appeared consistent with lab findings, infusion holes and opening at the distal tip were present. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the DHR was performed and no related non-conformances were found. The customers allegation that sinus injury was likely caused because the stylet go through one of the infusion holes located on the catheter side was unable to be confirmed. Other than the catheter tip being slightly bent, the returned device was within specification. It is likely that the catheter tip was bent during customer use. Per stylet inspection, post insertion, the tip of the stylet wire should fall within the white band on the fixture, (past the balloon but not past the infusion holes at the catheter tip). The returned stylet was measured to be 9.62 inches which was in specification and did not reach the infusion holes at the catheter tip. In addition, the five infusion holes were within specification (0.036 inches), and the stylet diameter was within specification (0.0615 inches) which makes it unlikely that the stylet could have been forced through the infusion holes, especially without causing visible damage. Based on the information available, a definitive root cause for the sinus injury could not be conclusively determined, however it may have been caused by patient and/or procedural factors. A manufacturing defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that when inserting the retrograde catheter into the coronary sinus, the sinus was injured and started bleeding. Reportedly, the patient lost approximately 20 ml of blood and no blood transfusion or additional intervention to treat the bleeding and/or the sinus injury was required. The catheter was not removed and the procedure continued. After the operation, the device was inspected and it was discovered that the catheter's tip was perforated. As reported, the catheter and its packaging was inspected prior use and no issues were observed. Reportedly, "the tip of the stylet must have not reached the catheter's tip, during prep there was no sign of it and the catheter was inserted but when the cannula was pulled out, the tip must have bent by about 30 degrees". Reportedly, the stylet was not taken out and introduced again through the catheter lumen once the catheter was already placed in the coronary sinus. The patient was noted as to be doing well after the procedure.